Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that calibration of the stylus was not possible, and the user experienced a problem using the programmer screen. The status of the programmer is not known. There was no patient involvement.